Manufacturer narrative:
Investigation summary one photo of was received for quality investigation. The customer complaint of connection issues (disconnection) - flow issues - accuracy (flowing freely) could not be confirmed based on the evaluation of the photo provided. A failure of separation can be confirmed based on the photo provided. A device history record review for model mx5301 lot number 22109038 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard¿ pressure rated extension set with y-site(s) tubing disconnected from the y-site during use, allowing blood to freely flow from the IV site. The following information was provided by the initial reporter: "at the ysite, it disconnected. This allowed blood to flow freely from the IV site and there wasn't a clamp on the portion still attached to the IV site to stop the blood flow. This caused loss of blood and risk of infection to the patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard¿ pressure rated extension set with y-site(s) tubing disconnected from the y-site during use, allowing blood to freely flow from the IV site. The following information was provided by the initial reporter: "at the ysite, it disconnected. This allowed blood to flow freely from the IV site and there wasn't a clamp on the portion still attached to the IV site to stop the blood flow. This caused loss of blood and risk of infection to the patient.